Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coil embolization treatment procedure, the coil stretched and detached vascular access was obtained via the right femoral. The target lesion was located in the moderately tortuous superior mesenteric artery. Following placement of a non bsc micro catheter, this 2mm x 4cm idc 18 soft coil device was attempted to deploy when the coil became stretched in the micro catheter. The coil was advanced 2cm in the catheter when it became stretched. The coil detached in the body between the superior mesenteric and the abdominal aortic arteries. The coil was still stretched. The physician attempted to snare the coil. The idc coil remains implanted and the procedure was completed with this device. No further patient complications were reported and the patient's status is good.